Manufacturer narrative:
Analysis of historical records: it was not possible to retrieve the information regarding the lot number of the device returned as it is damaged. Therefore it was not possible to perform the verification of the historical data. Technical evaluation: the returned bolt, received on 21st june 2019, was examined by orthofix srl quality engineering department. The returned bolt was subjected to visual and dimensional check as per orthofix specification. The visual examination confirmed that the device is damaged and that the threaded rod is broken due to torsional overload. The dimensional check did not evidence any anomalies. It was not possible to perform the functional check as the device is broken. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. 27th june 2019: it seems that a bolt was broken during manipulation in surgery. The patient is well. There was a 30 minute delay to the operation. No other information is available. 2nd july 2019 with the results of the technical evaluation: this technical analysis shows clearly that the bolt and nut were badly deformed prior to the breakage of the bolt. Also the configuration of the breakage shows clear evidence that the bolt was broken with an excessive torsional load. It is obvious that this bolt and nut have been subjected to excessive torsional load beyond the design criteria, and this is the cause of the failure. 8th july 2019 with the x-ray images: these x-rays do not show the whole width of the frame. I am assuming that there are 3 threaded bars connecting each pair of rings, but we cannot see them all. This is a severe schatzker 6 tibial plateau fracture with metaphyseal extension. The position is quite good with olive wires holding the plateau reduction. There is also an old tibial fracture at the level of the distal ring. In the distal 2 rings the crossed wires cross outside the bone in the distal and on the edge of the bone in the other. This is not so stable. Also although the pa view looks good, in the lateral the rings are not at 90 degrees to the tibial axis. However, it is a serious injury and will probably do well. Final comments: the results of the technical evaluation concluded that the returned bolt was originally conforming to orthofix specification. It is possible to assume that the device was damaged due to an excessive torque applied during the locking of the bolt to the ring. The medical evaluation evidenced as follows: this technical analysis shows clearly that the bolt and nut were badly deformed prior to the breakage of the bolt. Also the configuration of the breakage shows clear evidence that the bolt was broken with an excessive torsional load. It is obvious that this bolt and nut have been subjected to excessive torsional load beyond the design criteria, and this is the cause of the failure. Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the bolt failed because of the particular conditions of use (excessive torsional load). Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: device code: 54-1151 (tl, short bolt, wire fixation, universal). Batch number: unknown. Quantity: 1. Hospital name: (B)(6). Surgeon name: prof. Dr. (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: tibia. Surgery description: fracture treatment. Patient information: male. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: locked nut on fixation bolt (54-1151); threaded rod was broken by the key to loosen the nut from the fixation bolt. The complaint report form also indicates: the device failure had adverse effects on patient. The initial surgery was completed with the device. The event led to a clinically relevant increase in the duration of the surgical procedure: 30 minutes extra surgery time. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Availability of copies of the operative report and x-ray images: no response. Patient current health condition: he is well. On july 8, 2019 orthofix srl received copies of the x-ray images. (B)(4).